Manufacturer narrative:
No button error alarm noted. All buttons function properly. The insulin pump had a corroded keypad traces. The insulin pump powered up properly. No failed battery test or unexpected restart alarms noted during testing. All operating currents are within specifications. The insulin pump passed displacement test, error test and self-test. The insulin pump had cracked battery tube threads, broken reservoir tube lip, cracked case at display window corners and minor scratches on lcd window.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed with a button error. The customer's parent removed and reinserted the battery and an unexpected restart alarm was received half a day later. Customer's blood glucose was not known. The alarms could not be cleared as the buttons were no longer responding. At this point, the customer's blood glucose was 97 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.